Event description:
This report summarizes <noe> 1 </noe> malfunction events. A review of an event indicated that during a reagent validation test using anti-fyb gamma-clone (monoclonal) reagent produced a negative result for the anti-fyb antibody versus a positive result for anti-fyb polyclonal. Subsequent testing of the reagent retention lot and an antigen validation test of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes was determined for the malfunction.